Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The blood glucose level was 151 mg/dl. Customer stated that the display was blank after inserting new battery. The product will return for the analysis.

Manufacturer narrative:
Device power up properly after battery installation, no physical damage or anomaly lcd display noted. (B)(4).